Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and it was damage as well as reservoir compartment was chipped off. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and air bubbles anomaly noted. The motor was tested outside of the device and passed. Insulin pump received with broken belt clip slot, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. (B)(4).